Event description:
Strands of hair found in sterile pack - no harm to patient.what was the original intended procedure?interventional radiology (ir).device #1is this a laboratory device or laboratory test?no.